Event description:
It was reported during implant procedure that a spring-like piece of the implantable cardioverter defibrillator (ICD) had detached and was obstructing the header. The piece was able to be removed, but lead was still unable to be inserted into the header. The device was exchanged. There were no patient consequences.